Manufacturer narrative:
The service tech tested the bed and could not duplicate the alleged malfunction.

Event description:
The accounts maintenance stated that nurse alleged the bed moved on its own. He did not know what function moved and he has not tested the bed.